Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a type iiib endoleak per CT (computed topography). The physician elected to treat the patient by relining with medtronic (non-endologix) devices on an unknown date. The final ultrasound confirmed the endoleak was resolved, and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a type iiib endoleak per CT (computed topography). The physician elected to treat the patient by relining with medtronic (non-endologix) devices on an unknown date. The final ultrasound confirmed the endoleak was resolved, and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment confirming that the patient was relined with a non-endologix stent on (B)(6) 2019 per CT study.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of a type iiib endoleak, but the reline with a non-endologix stent was confirmed per 44-month CT scan. The clinical assessment determined that there was also evidence to reasonably suggest type ii endoleaks of the lumbar arteries with aneurysm sac growth of 31.5mm occurred that were not included in the event as reported; these were discovered during review of the 2-month post implant CT scan. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: a2 age, g1-2 contact office, g4, h6; h6 device code ¿ remove 2978. H6 result code ¿ remove 3233. H6 conclusion code ¿ remove 11 and 22.